Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft fracture occurred. Upon introducing a 2.50x12mm promus element plus stent delivery system (sds) on to a 300cm choice guide wire, the sds was unable to advance near the toughy and became "stuck" on the guide wire. While removing the sds with strong force, the shaft fractured at the distal end. The sds did not enter the patient and was removed from the guide wire. The procedure was completed with the same 300cm choice guide wire and another of the same stent. No complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).